Event description:
The power supply board was received for investigation. The customer reported issue was confirmed, the power supply board is defective.

Event description:
Customer asked for repair of pump since it would not switch on even when it was using main power. The power supply board was received for investigation. The customer reported issue was confirmed, the power supply board is defective. The psu pcb was replaced.